Event description:
The consumer reported that the patient¿s device system was removed 4-6 weeks after implant, due to infection. The indication for use was non-malignant pain and post lumbar laminectomy syndrome. Additional information has been requested from the healthcare provider (hcp) regarding the drugs in the device at the time of the event; other medications the patient was taking at the time of the event; the patient¿s pertinent medical history; when the infection was first discovered; what symptoms the patient experienced; the diagnostics that were performed; and the cause of the infection, but was not available at of the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), product type: catheter. Product ID: 8590-1, lot# n075973, implanted: (B)(6) 2006, product type: accessory. (B)(4)